Event description:
It was reported that catheter fracture occurred. A blazer ii xp was selected for a procedure. However at the end of the procedure, the catheter broke at the curvature and the housing that covered the catheter appeared to be damaged. Low power during the procedure which lasted one hour. No clinical consequences occurred for the patient. Device evaluated by manufacturer - visual inspection failed due to the kinks at the distal section. Dimensional inspection failed since both curves failed to reach the specified area of the template due to the bent center support.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter fracture occurred. A blazer ii xp was selected for a procedure. However at the end of the procedure, the catheter broke at the curvature and the housing that covered the catheter appeared to be damaged. Low power during the procedure which lasted one hour. No clinical consequences occurred for the patient.